Event description:
During a follow up, it was noted that the device could not be interrogated due to suspected premature battery depletion. The device was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.